Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer experienced symptoms such as inability to move. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is now deceased. The customer's lows were explained by the customer's settings being too high because of the chemo therapy and body changes that the customer was going through. The customer also experienced diabetic ketoacidosis before getting on the pump. The insulin pump will not be returned for analysis.